Manufacturer narrative:
The device was returned for evaluation without the implant and introducer. The microcatheter was returned and was noted to have a kink. The black pet that covers the transition in the pusher between hypotube and body coil, was noted to be broken. The pusher was broken and returned separately in 2 parts at the pet transition. The body coil section appeared to be thoroughly stretched. The gold connector and hypotube at the proximal section were noted to be kinked. The pusher was missing the heater coil section with black pet covering. Based upon the investigation findings and available information, the reported complaint could not be verified as the implant was not returned and the pusher exhibited gross damage. The root cause of the complaint could be determined and the complaint could not be replicated.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during repositioning of an embolization coil in a carotid cavernous fistula, the coil "was not moving." During removal, the coil stretched and unexpectedly detached in the fistula. Both segments of the coil were removed along with the microcatheter from the patient. There was no reported intervention or patient injury. The patient's current status is reported to be doing well.